Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received for investigation. A follow up report will be submitted with evaluation results should the product be received.

Event description:
The customer reported "when using a vacutainer for blood draws they are getting splash back/spraying." There was no patient harm or medical intervention. No further patient/event information is available.